Manufacturer narrative:
Additional information was added: the device was received for evaluation. Visual inspection revealed embedded foreign material on the additive port cap. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a dirty additive port. This was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.